Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Continuation of concomitant products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, lot/serial #: unknown ; product ID: bi71000429, lot/serial #: unknown the manufacturer representative went to the site to test the imaging system. The half moon was broken. The door winch and half moon were replaced, there were broken screws.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry of the imaging system could not be closed. It was noted that the doors of the gantry remained open. There was no patient present when this issue was identified.